Manufacturer narrative:
D10 concomitant products: unknown parietene - unknown parietene mesh product, serial# unk literature events: author: tommaso violante1,2 · davide ferrari1,3 · ibrahim a. Gomaa1 · sara a. Aboelmaaty1 · kevin t. Behm1 robert r. Cima1 title: robotic parastomal hernia repair: a single-center cohort study source: https://doi.org/10.1007/s13304-024-01969-2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study reported the outcomes of patients who underwent robotic repair of ileal conduit parastomal hernia utilizing a modified sugarbaker technique with intraperitoneal underlay mesh between july 2021 and july 2023. It was noted that the mesh utilized in the repair was either parietene ds composite mesh or symbotex. There were 15 patients involved in the study and complications included abdominal collection, treated with ultrasound guided drainage and antibiotics.